Event description:
Caller reported a false positive troponin (tni) result using the triage cardiac panel. The initial test and retest were using whole blood. Blood sample not available.

Manufacturer narrative:
Investigation pending.